Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services to report that this patient had been presented to the electrophysiology (ep) laboratory. The implant was successfully completed with no patient adverse effects. Overnight, the patient received 3-shock therapies due to wandering baseline and small signal amplitude. At the time of shock delivery, the sense vector had been programmed to secondary. The local representative suspects air pockets as the cause of inappropriate shock delivery. At the time of the implant procedure, no defibrillation threshold testing was performed and commanded shock impedance recorded a value of 130 ohms. The shock impedance following inappropriate shock therapies were 168 ohms, 199 ohms and greater than 200 ohms. An x-ray was obtained and the local representative suspects that the electrode may be under-inserted. An x-ray was sent in for review by the technical service's consultant. The device header image was not high quality which made assessment more difficult. However, the technical service's consultant felt that the electrode did appear to be inserted. The likely cause for the higher impedance and sensing difficulty is air entrapment around coil and tip of electrode. The patient was sent home with the device reprogrammed off and returned to the clinic three days later. The device was reprogrammed back on and an automatic set-up performed. All of the presenting electrograms appeared appropriate and normal. The local representative later reported that the patient will be enrolled in latitude and the performance of the system will be monitored through the patient monitoring system.